Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was at 131 mg/dl. The customer was helped with trouble shooting on the insulin pump. The customer stated the tubing was tightly wound up that may have caused the no delivery. The customer was assisted with testing the insulin pump and there were no more issues with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.